Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that about a week ago all of a sudden they stopped feeling their stimulation. Patient explained that the implant was put in to control their pain, but it's not controlling anything anymore. Patient stated that when they unlock their controller they see screen 59 (settings not available). Patient noted they had the implant procedure in los angeles after a car accident and the case was closed. Patient did not remember the name of the doctor that implanted it. Patient stated they told their primary care provider about what was going on, and they referred them to a specialist, however, they have no idea how long it will take for the specialist to call them. Agent reviewed the settings not available message with patient. The patient was redirected to their healthcare provider to further address the issue. Agent sent patient physician listings. A spanish interpreter was used on this call. Agent emailed pat ient physician listings. Patient is not registered.